Event description:
It was reported that this left ventricular (lv) lead was associated with a system infection. Surgical intervention was performed, and the lv lead was difficult to remove and could not be extracted with a laser. The lv lead dissected the patient later causing a pericardial effusion and cardiac tamponade. The patient was reported to have later passed away. All evidence indicates the lv lead was explanted, no additional adverse patient effects were reported.